Event description:
The customer reported that two thermogard xp ivtm systems (sn (B)(4)) and (sn (B)(4)) displayed tcmid:02 (ce danfoss error) error messages. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided. Please see the following related MFR report: MFR #3010617000-2022-00161 (sn (B)(4)).

Manufacturer narrative:
The thermogard console was evaluated at the customer site. The reported complaint of the thermogard xp ivtm systems (sn (B)(4)) displayed tcmid:02 (ce danfoss error) error message was confirmed based on the event log review and during functional testing. The root cause of the reported issue was the defective danfoss module controller likely attributed to an aging device. The console was manufactured in march 2009 and is 13 years old, well past the expected service life of 5 years. Upon visual inspection, no physical damage was observed. Event log data review was performed and showed a tcm ID:02 (ce danfoss error) error message as a result of defective danfoss module controller. Thus, confirming the reported complaint. The console failed functional testing during the power-on-self-test (post) due to the tcmid:02 error message, thus confirming the reported complaint. The defective danfoss module controller was replaced to remedy the fault. Following service, the thermogard console passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm system with sn (B)(4).